Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks in one day. The patient experienced pain as a result of the inappropriate therapy. A medication adjustment was completed for the patient. This device remains in service. No additional adverse patient effects were reported.